Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had keypad unresponsive. The customer¿s blood glucose was unknown at the time of incident. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with no button response due to flattened dome switch on bolus, act, up arrow and down arrow button. Connector was inspected and locked on lcd board.